Event description:
Subsequent to the initial MDR, additional information was received on 5/12/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6)2023, the patient experienced inaccurate cgm values which occurred nine days after the sensor had been inserted in the abdomen. According to the report, the cgm reading was 120 mg/dl and the patient was asymptomatic. He did a bg which was 50 mg/dl and drank some orange juice. The patient sat down, then lost consciousness. Upon waking, the patient was diaphoretic. He did not seek medical evaluation. There was no documentation of further medical intervention. The patient changed the sensor. At the time of the report, the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values eight days after the sensor was inserted in the abdomen. According to the report, the patient noticed the cgm reading was going down, so he drank orange juice. The cgm value at that time was not provided. No bg was provided for that time. The patient sat down, then lost consciousness. Upon waking, the patient was diaphoretic. He did not seek medical evaluation. There was no documentation of further medical intervention. At some point during the event, the bg was reportedly 50 mg/dl and the cgm was reportedly 120 mg/dl. At the time of the report, the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.